Manufacturer narrative:
The insulin pump was received with blank display due to totally disconnected power connector. Unable to verify unexpected insert battery alarms due to blank display. The insulin pump was received with minor scratched lcd window and case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump would not turn on. The customer reported using rechargeable batteries. The customer stated they were unable to turn on the insulin pump after buying new batteries. The customer has tried two different new batteries, but the insulin pump would not turn on. Customer's blood glucose was unknown. The customer agreed to return the insulin pump for analysis.